Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that back in 2018, one of the leads quit working and it was adjusted to make it work. The year provided conflicts with reports from 2017. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a patient's stimulation sensation had changed. The patient stated he usually cannot feel stim because he has the intensity set one notch below where he can feel it, but can feel it if he lies down, stretches, or get into an abnormal position. The patient stated he now can't feel stim in these positions either, and can only feel stim in an abnormal position. The patient reported still experiencing control of symptoms, and stated the device was last checked about 2 years ago. The patient planned to follow up with a healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information received from the patient reported that they did not know the cause of the changes in stim sensation but that they had an appointment with their hcp on (B)(6) 2017 to resolve the issue. Additional information from the patient on (B)(6) 2017 reported how the stimulation had not been hitting the right spot and that they were feeling a 'buzzing' in the back of their knee and that it was too far to the right rather than the center. The patient stated that 3-4 months ago the the stimulator wasn't working at all but then realized that it was on of the leads that wasn't working. The patient decided to just use one lead and they lived with it for a month or more until they were reprogrammed. A manufacture representative reprogrammed the patient and now its helping them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there had not been any circumstances leading up to their stimulation not working. No further issues were noted or anticipated.